Manufacturer narrative:
This report is part of a batch of late reports resulting from internally identified data inconsistencies between a postmarket study and our complaint handling databases. Additional information about this event was made available on 11/28/2021 via postmarket study data, but was not transferred to our complaint handling database at that time. Mentor became aware that a procedure to clean up the suture line prior to removing the devices altogether. Reason for device explant and/or reoperation: wound infection, suture line clean up. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical/secondary review of this file performed on 6/22/2021, it was decided to remove code patient dissatisfaction with procedure outcome to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4). After clinical/secondary review of this file performed on 6/22/2021, it was decided to remove code patient dissatisfaction with procedure outcome to more accurately capture the reported event.

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the patient experienced bilateral patient dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on june 30, 2024. In addition to the issues reported previously, the patient also experienced wrinkling and anisomastia post procedure. Reason for device explant and/or reoperation: anisomastia/wrinkling/wound infection. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection note: the patient is a participant of study: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast reconstruction with a mentor memoryshape breast implant 685cc and suffered from a bilateral wound infection. As a result, the patient had undergone removal on (B)(6) 2020. This medwatch is for the left breast implant.